Event description:
A trochanteric fracture was seen on the 6 week x-rays for this patient. The patient is asymptomatic.

Manufacturer narrative:
An event regarding periprosthetic fracture involving a secur-fit advanced was reported. The event was not confirmed. The device was not returned for evaluation. Medical evaluation not performed. Device history review. The device was manufactured and accepted into final stock with no discrepancies. Complaint history review. There have been no other events for the reported lot. The exact cause of the event could not be determined. No further investigation for this event is possible at this time.

Event description:
A trochanteric fracture was seen on the 6 week x-rays for this patient. The patient is asymptomatic.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.